Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated or programmed. A return to standard was not successful. While the device would not interrogate, the surface ECG demonstrated normal "temporary off" magnet mode while the programmer head was over the device.